Event description:
It was reported that during a ptca procedure, deployment and removal difficulties were encountered. The patient presented with thrombosis. A liberte' monorail stent was deployed and it appeared that the distal segment of the stent collapsed post deployment. Balloon removal difficulties were encountered and the balloon was removed by insertion of another balloon. The procedure was successfully completed with this device. No patient injuries or complications were reported. The physician stated "it was his mistake which he discovered and apologized for not giving any more information."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.